Event description:
The facility returned the device for service. During service, the baxter repair technician reported depleted batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The batteries were 52 discharges below alarm threshold. The batteries were replaced. This issue is currently being investigated under CAPA, which is in the implementation stage. Review of the complaint history reveals similar reports have been received for this product for the reported issue.